Manufacturer narrative:
(B)(4). Device subassembly = gripper fingers .

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer. The sample initially resulted as < 0.500 miu/ml accompanied by a data flag. This initial value was reported outside of the laboratory where it was questioned by a nurse since the patient said she was pregnant. The original tube of the sample was then repeated, resulting as 1446 miu/ml accompanied by a data flag. The sample was then poured into a cup and repeated again, resulting as 1500 miu/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hcgstat reagent lot number was 24867500, with an expiration date of 30-sep-2018. The field service engineer (fse) found that the teflon coating at the bottom end of the sipper probe was chipped so he replaced the probe. As a preventive measure the fse performed the following actions: replaced the sample probe, checked the mixer, checked and cleaned all rinse stations, confirmed that liquid flow cleaning maintenance had been performed in a timely manner, cleaned the measuring cell manually, checked the pinch tubing, adjusted probe positions, repaired a damaged sample syringe tube, checked voltages and adjustments, checked and cleaned the gripper fingers, adjusted the photomultiplier tube high voltage, deleted calibrations, deleted the blank cell calibration, and performed a new blank cell calibration. He ran performance testing and this was acceptable. The customer ran calibrations and controls and these were acceptable.